Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a recent synchronized cardioversion procedure, their device would not shock the patient when prompted. The customer further advised that the patient had received one synchronized shock prior to the second attempt which failed. A backup device was obtained with minimal delay and used to continue patient care. The patient survived the event and were no adverse effects to the patient as a result of the reported issue. No additional details about the patient or the event were available.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that during his evaluation that he observed that the therapy cable pins felt loose in the device's therapy connector assembly. Physio provided the biomedical engineer with technical assistance. It was later confirmed by the biomedical engineer that he will replace the device's therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit will be placed back into service for use. The device has not been returned to physio-control for evaluation.